Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the blade tip damaged with gouges marks. However, the blade was not cracked. In addition, the device was returned with the shrouds separated and the shaft slightly bent. The device was tested on a gen11. The device did activate during functional testing. During functional testing the clamp arm of the device could not open and close. The lever did not actuate the clamp arm. It is likely that the damage to the shaft, blade and shrouds were the result of handling while in transit to the analysis site. Because of the returned condition the opening and closing of the jaw was not able to be tested. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the opening and closing issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Corrected data. Investigation summary: the device was returned with the blade tip damaged with gouged marks. However, the blade was not cracked. In addition, the device was returned with the shrouds separated. The device was tested on a gen11 and the device did activate during functional testing. Also during functional testing, the clamp arm of the device could not open and close. The lever did not actuate the clamp arm. The device was disassembled, and it was found that the lever trigger link was broken. This rendered the clamp arm nonfunctional. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the device was returned with the blade tip damaged with gouges marks. However the blade was not cracked. In addition the device was returned with the shrouds separated. The device was tested on a gen11 and the device did activate during functional testing. Also during functional testing, the clamp arm of the device could not open and close. The lever did not actuate the clamp arm. The device was disassembled and it was found that the lever trigger link was broken. This rendered the clamp arm nonfunctional. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. In turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the jaws of the harmonic instrument wouldn't close inside the patient. The device was removed from the patient and a second like device was used to complete the procedure. There were no patient consequences reported.